Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The medium-large clip applier instrument was analyzed and found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.30 mm. The grips were not found to be cracked. Additional observation(s) related to customer complaint: the instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip. The clip could be installed onto the grips but would not stay clipped to the tubing during tests. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip).

Event description:
It was reported that the jaws of the medium-large clip applier instrument was not working properly, the arm was not rotating. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.